Event description:
This is a follow up report to medwatch 1222993-2025-00056 due to device investigation completed. Cryogen is applied to the treatment site during vascular treatment to precool the skin. The cryogen begins to vaporize from the surface of the skin shortly after contact. The laser fires onto the surface of the skin after a delay time. The spark/ignition events occur when residual cryogen vapors remaining on the skin surface interact with the high-energy 1064 nm laser fluence. Longer pre-cooling and delay times increase the likelihood of uneven vapor accumulation, thereby elevating the risk of ignition. This can be observed as a spark and can result in topical burn.

Event description:
It was reported that during a vascular treatment on the face the device was reported to make a loud pop and spark out of the handpiece that left a black mark and soot on the patient's face. There was no patient injury reported. A trained cynosure lutronic field service engineer went to the provider site for device evaluation. During this time the device was subjected to multiple tests including full functionality testing, energy check on both alex and yaf, visual inspection and testing of 8/10/12 cartridge and review of log files observed no device issue. Inspection of handpiece and fiber observed slight clouding/hazing, it is undetermined if this contributed to the reported issue, but the customer was advised to replace this as a precaution. A member of the cynosure lutronic clinical team confirmed with the provider site that there was no patient injury. It was noted to the treatment provider that the 8mm is not a typical treatment parameter for vessels. The treatment provider stated that they normally use this setting without issue. It is undetermined if this contributed to the reported event, however, as a precaution the clinical team discussed the clinical parameter recommendations for vessel treatments on the face is to use the 5mm or the 3mm per the quickstart guide (qsg). At this time, it is unknown what contributed to the reported malfunction. Although the device was found to be operating as expected the investigation to identify root cause to determine if a true device malfunction occurred is still ongoing. A final MDR will be submitted once further investigation has been completed. Since a reported malfunction occurred and there is potential serious injury, we are reporting this as an initial MDR.